Event description:
The customer reported the touch screen was delayed and subtraction is broken and doesn't save images. No pt injury was reported.

Manufacturer narrative:
The service rep checked the system before and found the touch screen had a slow response. Also the subtraction did work and was able to save images. The rep backed up the cal files and reloaded the software and formatted the cine drive. He verified the touch screen response was normal and subtraction, and saving images operated correctly.